Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine fitting appointment in situ testing showed abnormal results. An incident of accident or trauma is unknown. Hearing performance with the device is affected.

Manufacturer narrative:
Conclusion: a damage to the active electrode under the silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to the removal surgery. The problems given in the recipient report appear to match the found damage. This is a final report.

Event description:
At a routine fitting appointment in situ testing showed abnormal results on the left side implant of a bilateral implanted recipient. An incident of accident or trauma is unknown. Hearing performance with the device was affected. The recipient was re-implanted on (B)(6) 2019.